Event description:
It was reported that, the overpressure alarm appeared even though there was no overpressure. There was unknown patient involvement.

Manufacturer narrative:
B3: unknown; no information has been provided to date. E1: facility name (B)(6). H3/h6: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Functional, visual and pressure test were performed. The customer's problem was confirmed. The occlusion pressure was too low. The cause of the primary problem was not fully known. In order to fix the problem, the sensors will need to be calibrated.